Event description:
During acl surgery, screws fell out of ultralight handpiece. At two weeks, the doctor did a routine x-ray and discovered one screw in the operative site. The doctor performed another operation to retrieve the screw. The screw was under the skin where they took the graph at the opening of the latereral portal in left leg. No infection was found.